Event description:
The account alleged that bed had no nurse call function. No pt impact.

Manufacturer narrative:
The account had replaced the user control board and the nurse call was not activated on the new user control board. The technician configured the new user control board to activate the nurse call feature to resolve the issue.